Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and treatment of bladder issues. It was reported that they feel the ins was too close to the skin, which has made it uncomfortable to sleep. They have been sleeping on a pillow for relief. The patient reported regularly checking their incision and noted that the healing process was progressing well. Patient mentioned also having some leakage. The patient was redirected to their healthcare provider (hcp) to further address the issue.